Event description:
On (B)(6) 2013, the following info was reported to kci by the kci rep: a wound care center nurse alleged a "near miss" occurred when a pt came in with a canister full of blood while on the activ.a.c unit. On (B)(6) 2013, upon f/u, the (B)(6) hosp nurse clarified that there was a concern regarding the training of the staff at the (B)(6) center. The nurse reported that on an unk date, the pt allegedly began to bleed. The pt was subsequently transferred to the (B)(6) hosp and the nurse reported that the dressings were intact, the canister was filled with blood, and the activ.a.c. Unit was alarming occlusion. Upon dressing removal, the nurse allegedly observed a wound filled with blood clots. The pt was sent to the operating room within 1 hr; reason not stated. When the pt was discharged from the (B)(6) hosp, the skilled nursing facility staff confirmed they are now able to manage a kci v.a.c. Pt. No additional info is available.

Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged hemorrhaging is related to v.a.c. Therapy. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit. There have been several attempts made to gather additional info, but there has been no response. This report is being filed due to possible user error related to lack of user training. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pt who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anatomosis or grafts) / organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.